Event description:
It was reported that air bubbles were observed within the tubing. Customer¿s blood glucose level was 360-361 mg/dl. Reportedly, during troubleshooting, the customer primed the infusion set tubing to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.